Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "mold or oil" in the bd luer-lok¿ tip syringe packaging and "excess oil" in some of the syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that there was "mold or oil" in the bd luer-lok¿ tip syringe packaging and "excess oil" in some of the syringes. 2 devices were affected by this malfunction. There was no report of exposure, injury, or medical intervention. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Other text : see section

Event description:
It was reported that there was "mold or oil" in the bd luer-lok¿ tip syringe packaging and "excess oil" in some of the syringes. 2 devices were affected by this malfunction. There was no report of exposure, injury, or medical intervention.